Event description:
It was reported that the pt had surgery on their face several months ago. The surgeon was unaware that the pt had a dbs system. The pt experience tingling in their face and return of symptoms. The pt was fine after the procedure. The pt was at home at the time of the report. The pt's status was unk.

Manufacturer narrative:
(B) (4).